Event description:
It was reported that after a catheter was placed successfully, the extension tubing and the catheter were not firmly engaged and easily separated. The attachment between the two still failed after the catheter was trimmed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter detachment is confirmed; however, the exact cause could not be determined. One assembled two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample. The connector was returned assembled and no catheter segments could be seen within the returned sample. A microscopic observation revealed no damage on the exterior of the connector. Once the connector was disassembled, some plastic deformation was observed on one of the latches of the proximal connector piece. No catheter segments or pieces were found within the distal connector piece or on the cannula of the proximal connector piece. The distal connector piece was bisected and the blue compression sleeve within was observed to be very slightly advanced within the connector piece. While a specific root cause of the apparent catheter detachment could not be determined from the evidence observed on the returned sample, possible causes include misassembly of the catheter and connector and/or excessive tensile force on the catheter once assembled. A lot history review (lhr) of recu2417 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu2417 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that after a catheter was placed successfully, the extension tubing and the catheter were not firmly engaged and easily separated. The attachment between the two still failed after the catheter was trimmed.